Event description:
It was reported that during the procedure, the catheter (subject device) shaft was kinked and broken near the hub. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the from the catheter hub. During visual inspection, the catheter was seen to be broken/fractured 3.5cm from the catheter hub. Functional inspection was not carried out due to condition of returned device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter was seen to be broken/fractured and therefore the as reported can be confirmed. The as reported event of the catheter shaft broken/fractured during use and the catheter kinked bent as well as the as analyzed event of catheter shaft broken/fractured during use can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the catheter (subject device) shaft was kinked and broken near the hub. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.